Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported states he received a no delivery alarm during bolus on the second day of using a reservoir. Blood glucose value was 227 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.